Event description:
Patient underwent uneventful ilasik both eyes (ou) on (B)(6) 2012. During flap check prior to discharge, it was noted that left eye (os) flap had slipped so patient was brought back to laser suite and flap was refloated os. Bandage contact lens (bcl) placed os. Patient returned to recovery to wait for 1 hour to have another flap check prior to discharging the patient. At second flap check, it was noted that flap had once again slipped os. Surgeon brought patient back to laser suite at the end of the case day and repositioned flap, placed 2 sutures os and replaced bcl os. Patient discharged and seen for 1 day post op. Visual acuity sans correction (vasc) right eye (od) 20/20 os 20/80.

Manufacturer narrative:
Evaluation: the equipment was not evaluated after the reported event which occurred on (B)(6) 2012 due to the fact that abbott medical optics (amo) became aware on (B)(4) 2012. However, the equipment was evaluated by a field service specialist (fss) on (B)(4) 2012, to perform preventative maintenance. System was tested and meets amo specifications. Although there is no indication that the laser system caused or contributed to the multiple flap slips an MDR is filed as a result of the surgeon using 2 sutures os.